Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 110-130mg/dl fasting. Verified test strips expire 12/31/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 405mg/dl and 525mg/dl non-fasting. Reviewed meter memory: (B)(6). Memory concerns:as per customer all of the results above are of concern customer believes that the products are defective.